Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was hospitalized due to syncope. The cause of the syncope was thought to be vaso-vagal syncope, so the sudden bradycardia response feature was turned on in the device. No additional adverse patient effects were reported.